Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported leaking from an IV tubing during an unspecified infusion without any additional event information; there was no patient harm.

Manufacturer narrative:
Concomitant medical products: 8015; 8110; antisiphon valve; pvc tubing, therapy date (B)(6) 2016. The customer¿s report of a leak was confirmed. Visual inspection of the set's components noted no obvious damages or issues. Further visual inspection noted that the leak was at engagement between the bottom of the antisiphon valve and pvc tubing sleeve components. The tubing engagement to the bottom of the antisiphon valve was also slightly tugged in which there was no observation of any separation. Functional testing confirmed leaking the bottom of the antisiphon valve component. No other leaks were observed from anywhere else. The root cause of the customer¿s report of a leak was identified as due to excessive pressure being able to be exerted during the push of the fluid from a smaller volume syringe.